Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock from the device. Patient was stable. Further information is not available at this time.

Event description:
New information received notes that the patient was in the hospital for a different medical reason. Programming changes were made to solve the issue. Patient was stable post programming changes.